Manufacturer narrative:
(B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The customer reported that during maintenance of the n56 pulse oximeter, missing display segment was confirmed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information submitted in the initial report on 01/12/2016 was found to be duplicate information previously reported on our reference (B)(4), report number 2936999-2016-00014. Please remove this report 2936999-2016-00035 from the database.